Event description:
Device malfunction: none. Symptoms / ae: in-stent restenosis. Time of ae: approx one year postprocedure. It was reported that approx one year post implantation of an rx acculink stent (placed after finding restenosis of a carotid endarterectomy site) in the left internal carotid artery (lica) it was noted to have 85% in-stent restenosis. Post implantation of this stent, there was 15% residual stenosis. The pt was taken to the catheter lab where an rx acculink stent was placed inside the existing stent reducing the stenosis to approx 15%. There was no adverse pt sequelae reported. Although requested, there was no additional info provided.

Manufacturer narrative:
The stent remains in the pt. The lot number was not identified; therefore, a device history record review could not be performed. Restenosis of stented segment is a known possible adverse event associated with the use of the device as listed in the rx acculink instructions for use. There was no device malfunction reported.